Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that percutaneous coronary intervention (pci) was performed in the proximal lad. Another company's stent was deployed in the lad. In order to perform the kissing balloon technique (kbt), the unicore ms guide wire was crossed again then kbt was performed successfully. However, two hours after the pci, the patient's blood pressure decreased and a coronary angiogram was performed. Cardiac tamponade was observed. It was confirmed that a perforation occurred from a very small vessel located distal to proximal rca. Thus, around the ostium of the proximal rca a long inflation was done with a 1.5 mm balloon catheter and the perforation was successfully sealed. Reportedly, the patient's condition is table and the patient has yet to be discharged from the hospital but this is because the patient is going through a curative rehabilitation for lower extremity and this is nothing to with the pci. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation: quality engineering reviewed the incident. The issue appears to be related to circumstances during the procedure. Vessel trauma/perforation are potential hazards described in the IFU and are not generally associated with a guide wire quality issue. Perforations are typically related to circumstances in the procedure such as anatomy, morphology and physician technique. Moving the guide wire against resistance would be required to perforate and the IFU warns against it. Case conditions can cause the wire to be advanced too far distally. There is no indication of a guide wire quality issue; therefore, no manufacturing related root cause can be determined.